Manufacturer narrative:
(B)(4). Batch # t40a3w investigation summary the analysis results found that an er320 device was received with the trigger partially closed. In addition, a malformed clip was received inside of a plastic bag. The device was disassembled to evaluate the condition of the internal components and the trigger was found to be broken, not allowing the clips to fed into the jaws. In addition, 15 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was that during a laparoscopic cholecystectomy, the firing force was higher than usual and the jaws did not open when the device was used. The device could not be opened when the surgeon checked the clipping outside of the body. The device could not be opened when the surgeon checked the clipping outside of the body. Another device was used to complete the case. There were no adverse consequences to the patient.